Event description:
Consumer reported found (B)(4) needles with bent non patient end needle. (B)(4) needle non patien end broke off in his pen. Pharmacist removed the needle from the lilly pen, humalog kwik pen. Consumer will contact lilly. Visited walmart with this issue on (B)(6)2024. Lot # 1186392 catalog# 320618 date of event 01/26/2024 sample status awaiting - (B)(6).

Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.